Event description:
The facility reported an infusion pump with failure code 812:02 which occurred during bio-med testing. The hospital representative stated they have no record of any patient injury or medical intervention. No additional contact information was available.

Manufacturer narrative:
The pump is in the process of being evaluated.